Manufacturer narrative:
The device did not return for evaluation. A radiograph image was provided to confirm the event. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. The root cause could not be determined.

Event description:
While preparing the screw hole, the distal tip of the tap broke off in the pedicle and could not be retrieved. It was reported the patient had incredibly dense, sclerotic bone. This is report 1 of 2.